Event description:
Reporter states three back-to-back blood glucose tests ran 300, 236, and 222 mg/dl (a 31% difference). Reporter had no symptoms. Product storage and expired test strips were an issue. Reporter does check confirmation dot with color chart.